Event description:
It was reported that this patient presented to the emergency room stating they are having muscle stimulation in the left shoulder region. Interrogation of the pacemaker device revealed the device to be in safety mode. The pacemaker device and non-boston scientific leads were surgically explanted, and no new system was implanted. The patient was discharged home. The device is expected to be returned for analysis. Besides muscle stimulation, and surgical intervention, no additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room stating they are having muscle stimulation in the left shoulder region. Interrogation of the pacemaker device revealed the device to be in safety mode. The pacemaker device and non-boston scientific leads were surgically explanted, and no new system was implanted. The patient was discharged home. Besides muscle stimulation, and surgical intervention no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.